Event description:
At 3 weeks after the primary surgery, the patient came in reporting pain and stiffness. It was determined from x-rays that the cup had fractured through the anterior/medial wall of the pelvis and the cause is unknown. The surgeon revised the cup, liner and head successfully. The patient's bone was soft.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 15 october 2021: lot 182581: (B)(4) items manufactured and released on 5-09-2018. Expiration date: 2023-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.